Event description:
Reportedly, the device prompted motion detected and an analysis of patient rhythm could not be performed. Paramedics arrived on scene and used their device to deliver defibrillator therapy to the patient three times in succession. The patient regained a pulse but no brain function.